Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.4 inr, qc 2: 3.5 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer was unsure if the alcohol had dried before the meter result of 4.9 inr was obtained. The results alleged by the customer were observed in the meter¿s patient result memory. The date in the meter was set incorrectly so the results of 4.9 inr and 1.7 inr appear with a date of (B)(6) 2001 not the correct date of (B)(6) 2019. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the recomboplstin method. At 9:50 a.m. The meter result was 4.9 inr and at 12:30 p.m. The laboratory result was 1.7 inr. There was no change to the patients medication based on the meter result. The patients therapeutic range is 2.0-2.5 inr and tests weekly. The patient is feeling fine.